Event description:
The sale representative reported the following on behalf of the user facility. During an ankle arthodesis procedure with the panta nail, the nail compression jig did not slide smoothly in the support instrument. The surgeon used a little force to get it in, and it worked. As a result, the oblong holes were not aligned with each other and the compression rods could not be easily inserted. After the surgery was completed, the compression jig could not easily be removed from the support instrument without a lot of force.

Manufacturer narrative:
The product was returned for evaluation. The nail support jig had some damage on one if its lateral tubes. This damage made it difficult to slide with the nail compression jig. A review of the manufacturing record found no anomalies during the manufacturing period of the product. A review of the complaint system showed that this is the first incident (for the past 2 years) reported to newdeal about difficulties with sliding the panta nail support instruments. The complaint rate for this kind of incident during the stated time period is 0.77 percent. Prior to release, all panta support jigs are one hundred percent tested with inspection of color and laser marking. There is document inspection of treatment and raw material certificates, and functional testing including assembly with the nail compression jig, with a panta nail implant and associated drilling guides. Given the description of the event, the root cause is damage to the instrument by the user. No corrective action has been taken at this time. The user facility considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.